Event description:
Note found on bed states "no head up". No injury reported.

Manufacturer narrative:
Tech found bed in 5th floor storage. Note on bed states "no head up". Isolated the problem to voltage at head up coil 15vdc. Replaced the head up valve cartridge to resolve this issue.